Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 260 samples for investigation. Twenty of the customer samples were randomly selected and subjected to a visual functional test for defective locking mechanism and hub/collar separation. The samples passed testing as there were no signs of damage to the device or separation during activation of the safety shield based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub/collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2 it was reported while using bd vacutainer® eclipse¿ blood collection needle, the threaded hub is separating into the vacutainer holder when twisting the holder and needle together or it is separating at the upper collar when making the assembly. This occurred one time. No adverse impact was reported regarding the patient or user.